Event description:
The customer reported via phone call that the insulin pump has been alarming no delivery for the past few days. The customer stated that he changed the infusion set and alarm is recurring. Blood glucose value at the time was 95 mg/dl; customer stated that it went up to 349 mg/dl. He was advised to disconnect at the quick release and perform fixed prime; insulin did not exit. He then was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. The customer called back later and stated that he received a no delivery alarm again during bolus and blood glucose was at 425 mg/dl. The customer did not have a backup plan or a set to change. He would be going home to treat. The customer called again from home to complete troubleshooting. He disconnected at the quick release and insulin did exit. The cannula was not bent. He was advised to change the entire infusion set and reservoir. Blood glucose value at the end of the call was 174 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.